Event description:
It was reported that during a da vinci-assisted hiatal hernia - paraoesophageal surgical procedure, the jaw of a harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same surgical procedure. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product associated with the reported event to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined.